Event description:
To summarize this event, the atrial septal defect (asd) was balloon sized between 9mm and 12mm. A 10mm amplatzer septal occluder (aso) was positioned across the asd, however, seemed unstable with the push-pull maneuver as the left atrial disc prolapsed into the right atrium. Therefore, the 10mm aso device was removed and the asd was occluded with a 12mm aso. The next day, the aso was observed on echocardiogram to be in the descending aorta and was snared with a 10mm gooseneck snare into a 12f amplatzer torque delivery system sheath.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
On december 22, 2009, a doctor reported that a patient lost a dental implant about 1 month after the implant was placed due to connective tissue healing. The doctor also indicated that the implant had no stability after one month. This is the first of two incidents.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient's asd was in a typical secundum location within the fossa ovalis and the rims overall were adequate. An unusual observation was the septum primum appeared to bifurcate and in the short-axis view, one of the limbs inserted a bit anteriorly on the aorta and the second limb was somewhat posterior. There may have been fenestrations present; however, it was not entirely clear given the quality of the images. This was implied by the initial 10mm aso placement. Once in place, there was still a reasonably large shunt around the edges of the device in the location of the original asd, which was most likely through an adjacent defect. The two-dimensional images suggested only a modest sized defect, however, some views with color-flow suggested that the defect was larger than suspected on 2d. The 10mm aso was removed and after several attempts, was replaced with a 12mm aso. It appeared to be in a good position without a residual shunt present, however, the following morning it was reported that the 12mm aso had embolized. According to aga's medical consultant, the 12mm aso likely embolized due to the unusual septum primum. The device could have slipped over one of the limbs, slid between the two limbs and then into the left side of the heart. Another possibility is that septum primum may have torn near a fenestration, which in-turn, created a larger defect. It would have been useful to see a tee the next day during device retrieval to reassess the septum and determine the exact cause of the embolization.